Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 36 0° x3 e liner; cat#unknown; lot#unknown; accolade ii stem; cat# unknown; lot#unknown; 36 +2.5 biolox ceramic head; cat#unknown; lot#unknown; screw; cat#unknown; lot#unknown; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
It was reported that patient's right hip was revised. Operative schedule identified as mechanical complication of prosthetic hip implant. Failure of total hip arthroplasty.